Event description:
Consumer complaint of about erratic blood results. Performed blood test - 217 mg/dl 104 mg/dl. Based on parkes error grid analysis, the bias between the results (217, 104) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).